Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. It is suspected that the devices were not fully engaged when first implanted, later leading to the disassociation now reported. The root cause is attributed to inadvertent user error. Device and records evaluation did not identify or verify product error with regard to the reported event. Through product trending, the occurrence rate for this type of failure is known to be very small. Based on the performed investigation, product contribution was not identified and a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt was revised because the liner disassociated from the cup.